Event description:
Distributor reported a revision surgery due to ill fit of the fossa. File 2 of 2.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.